Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged exposure to moisture found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor, motor or vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a keypad overlay peeling, a pillowing keypad overlay, a scratched case and a serial number label fading. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.